Event description:
It was reported that the anesthesia workstation generated two technical error codes indicating pressure sensor errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was not reproduced. Although, the device logs were received and evaluation of the test log confirms the reported problem. Therefore, fresh gas pressure transducer was replaced, to prevent the issue from recurrence. No parts have been returned for further analysis of the issue. The root cause of the reported issue has not been determined. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The correction of field catalog # and #h4 device manufacture date was required. This is based on the internal evaluation. Catalog #: previous catalog #: 6677200. Corrected catalog #: 6888520. #h4 manufacture date: previous manufacture date: 03/01/2021. Corrected manufacture date: 02/26/2021.